Manufacturer narrative:
(B)(4). Device passed displacement test. No visible cracks noted on screen, however device received with scratched lcd window making it hard to read the screen. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump display was cracked. Customer¿s blood glucose level was 232 mg/dl. The insulin pump will be returned for analysis.